Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The patient's mother reported that something malfunctioned and the patient experienced a sudden return of urgency and frequency, as well as cramping in her toes sometime in (B)(6) 2019. When asked, the patient reported no fall or trauma. The caller said that the patient had an appointment at their healthcare provider's office on (B)(6) 2019 and a manufacturing representative (rep) was there. The rep 'rerouted' the signal; however, the patient said that she hasn't noticed any improvement. The caller said that the patient is going to be needing a revision soon; however, they were hoping that the newer system would be available. The patient explained that there hasn't been an update regarding approval and redirected the caller to stay in contact with their healthcare provider as they will be notified when the device is approved and when the product would be available. No further complications were reported. Additional information was received from a manufacturer representative (rep). Regarding the appointment with the healthcare provider office on 2019-dec-17, the rep was not made aware of any malfunction at the time, and to the best of his memory, does not remember there being anything wrong with the device. The rep had been performing a routine device check and showed up to assist with the device check and training for the patient's new smart programmer controller. No further complications were reported.

Event description:
Additional information was received. The patient said they were due for a revision and they had been waiting for the new device. They met with a rep and they programmed the device and was able to bypass the issue. They said an issue with the lead was discovered in january or february. It was noted they said the device had been successful and had really improved the patient's quality of life. No patient symptoms were reported.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 3889-28 lot# va17p3q , implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.